Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation. The reported events of leaking were confirmed; however no components were identified after disassembly that would have contributed to the event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device reportedly leaked during testing. There was no patient involvement; no patient impact.